Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the ins was removed because the lead kept getting detached due to an unknown health issue. The issue was resolved at the time of this report. No patient symptoms were reported. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the ins was removed because the lead kept getting detached due to an unknown health issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.